Event description:
It was reported that the device was explanted after implant duration of approximately 89 months, due to aortic stenosis. Information learned from implant patient registry and from the health care provider's response.

Manufacturer narrative:
Device not returned.

Event description:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.